Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) had a cracked screen and an unresponsive touchscreen while blood glucose was 235 mg/dl, and a replacement was shipped with instructions to sync data, shut down the device, and return the original. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this device revealed a fractured touchscreen and that the cause was traced to user handling. It was concluded, based on previously established findings for similar reports, that the cause was user-related stress or damage to the touchscreen component.